Event description:
Pt called lfs in 2001 alleging that ot profile meter was not turning on and also had inaccurate erratic readings per "ccr", the following was documented: the pt was unable to check blood glucose for 2 days. The pt takes insulin and medication. The pt felt like having a diabetic reaction, thought blood glucose was high". -the ptwas taking more insulin because meter said it was high but had a diabetic reaction that it was low". A reading of 300 is documented. (Unclear as to when the reading was taken). Customer called the pt's doctor "with high readings and went in for lab test".